Manufacturer narrative:
The sample is either serum or plasma; no other details were provided in the customer complaint. Per the customer, the instrument had been exhibiting co2 calibration failures earlier in the day of the event. Attempt to recalibrate after the high results were generated failed. The qc prior to the event was within lab-established ranges, but the range is wide. The bec hotline had the customer replace the co2 electrode membrane, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining two (2) false high carbon dioxide (co2) results generated by the synchron lx20 pro chemistry analyzer. The results were not reported out of the laboratory. When the anion gaps flagged the samples, they were repeated on the other instrument in the laboratory and those results reported. There was no affect to patient treatment.